Event description:
It was reported to merit that one tracheobronchial stent had been placed within the trachea in (B)(6) 2012 for a benign condition of the pt. The stent had fractured and had some tissue ingrowth. The pt developed a strong chronic cough while the stent was in place. The physician attempted to remove but was uncomfortable with the removal process. The pt was referred to another physician and facility where the stent was removed without any complication. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The user did not specify if this was the initial use of the device. Implant date is a best estimate, specific date of implantation has not been provided. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for the noted lot number. A follow-up report will be submitted when the evaluation has been completed. Method - process evaluation.